Event description:
Information was received from a manufacturers representative regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient saw an error message on their patient programmer which the thought said call ER. The caller stated that the patient reported feeling buzzing and dizzy. A representative follow-up by reporting the patient was admitted overnight and confirmed their pp displayed an elective replacement indicator (eri). They also reported that when the implantable neurostimulator (ins) was interrogated and eventually replaced on (B)(6), contacts 3 and 11 showed impedance values over 40,000. The buzzing and dizzy sensation resolved after battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.